Manufacturer narrative:
This complaint received by manufacturer (galt medical) from FDA by mail. End user sent MDR med watch report to FDA under report number (B)(4) about guidewires broke inside the patient. The manufacturer (galt medical) created complaint record number (B)(4) and notified end user about this record and requesting complaint sample to be returned for evaluation. At this moment investigation and evaluation performed on documentation and complaint history review and there are no incidents or abnormality indicated during manufacturing process. All products and/or subcomponents manufactured to specification and pass inspections per applicable criteria. Galt create RMA for end user to return the sample and once complaint sample return then galt will complete investigation and evaluation and a follow-up report will send to FDA reference to this report.

Event description:
Manufacturer (galt medical) received med watch report 3500a form by mail from FDA on 6/30/2021. End user stating that during removal of double j urinary stent a piece of galtstick lot number (g21012090) 0.018 wire broke off inside the patient's right kidney. Md attempted and took approximately 2 hours to snare and remove this piece - unsuccessfully. Wire remained inside patient at conclusion of procedure. At this time the manufacturer (galt medical) does not have any other information regarding patient status and additional information requested from end user to be provided to galt medical to help with investigation and evaluation.